Manufacturer narrative:
"Rospective" pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("migration"), foetal death ("our children die"), death ("death"), autoimmune disorder ("autoimmune disease") and pregnancy with contraceptive device ("our children die") in na unspecified number of female patients who had essure inserted. Other product or product use issues identified: device ineffective "our children die". On unknown dates, the patients had essure inserted. On unknown dates, the patients experienced device dislocation (seriousness criteria medically significant and intervention required), foetal death (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Death(s) occurred on unknown date(s). Last menstrual period and estimated dates of delivery were not provided. The patients had essure during the first, second and third trimesters of pregnancy. The patients were treated with surgery (body parts ripped). Essure was removed. By the time of death, the device dislocation, foetal death, autoimmune disorder and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as fetal death. The reporter considered autoimmune disorder, death, device dislocation, foetal death and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: this case report was posted in social media. It refers to an unknown number of female consumers who had essure (fallopian tubes occlusion inserts) inserted and experienced migration and auto-immune disease. An unknown number of consumers underwent surgery (interpreted from the reported ¿body parts ripped¿). Also, it was reported that ¿children die¿ and also na unknown number of women's ¿death¿. Migration, pregnancy and fetal death are anticipated for essure, while the others are unanticipated. Since essure has a local effect in the fallopian tubes and considering the physiopathology of the auto-immune disease, this event was considered unrelated to essure. Since no further information was provided regarding the consumers¿ ages, timing of exposure to essure, concomitant and historical conditions, pregnancies circumstances and causes for the "children" and consumer¿s deaths, causality for these events is currently not assessable. Dislocation or migration may occur during essure use. Although no further information was provided, causality cannot be excluded. This case was considered as incident, since consumers required surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. Further information will be pursued.

Event description:
"Rospective" pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("migration"), foetal death ("our children die"), death ("death"), autoimmune disorder ("autoimmune disease") and pregnancy with contraceptive device ("our children die") in na unknown number of female patients who had essure inserted. Other product or product use issues identified: device ineffective "our children die". On unknown dates, the patients had essure inserted. On unknown dates, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), foetal death (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). A unknown number of deaths occurred on unknown dates. Last menstrual period and estimated dates of delivery were not provided. The patients had essure during the first, second and third trimesters of pregnancy. An unknown number of patients were treated with surgery (body parts ripped). Essure was removed. By the time of death, the device dislocation, foetal death, autoimmune disorder and pregnancy with contraceptive device outcome was unknown. The pregnancy outcomes were reported as fetal death. The reporter considered autoimmune disorder, death, device dislocation, foetal death and pregnancy with contraceptive device to be related to essure. Incident: this case report was posted in social media. It refers to an unknown number of female consumers who had essure (fallopian tubes occlusion inserts) inserted and experienced migration and auto-immune disease. An unknown number of consumers underwent surgery (interpreted from the reported ¿body parts ripped¿). Also, it was reported that ¿children die¿ and also na unknown number of women's ¿death¿. Migration, pregnancy and fetal death are anticipated for essure, while the others are unanticipated. Since essure has a local effect in the fallopian tubes and considering the physiopathology of the auto-immune disease, this event was considered unrelated to essure. Since no further information was provided regarding the consumers¿ ages, timing of exposure to essure, concomitant and historical conditions, pregnancies circumstances and causes for the "children" and consumer¿s deaths, causality for these events is currently not assessable. Dislocation or migration may occur during essure use. Although no further information was provided, causality cannot be excluded. This case was considered as incident, since consumers required surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. Further information will be pursued.